Manufacturer narrative:
Requests for additional information have been performed; however, no additional information has been provided at this time. Although the reason for the procedure is unknown, there has been no allegation of product malfunction or deficiency. The root cause of this event remains indeterminable with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. If any new information is learned, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this bioprosthetic aortic valve, implanted for approximately six (6) months, due to unknown reasons. The device was replaced with another edwards valve. No other information was provided.